Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2008.according to the complainant, as a result of the implant, the patient suffered vaginal erosion, recurrent urinary tract / bladder infections, mesh erosion, bladder perforations, incontinence, abdominal pain and pelvic pain.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.